Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches. Insulin pump monitored without the test energizer battery inside the battery compartment and reinsert it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm and frozen display. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting for pump error. The customer stated that the insulin pump was keeps on vibrating while troubleshooting and insulin pump had off for a while. The customer also reported that insulin pump did not respond to remote bolus. The insulin pump will be returned for analysis.